Manufacturer narrative:
It was reported that during the set-up phase, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became loose when preparing the sheath on the table. The sheath was not used on the patient. A new sheath was opened, and the procedure was successfully continued without incident. Device evaluation details: on 4/8/2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined it continues to be deemed MDR reportable. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. During product analysis, the lot number was verified to be 00001414. This was verified by electronically erasable programmable read only memory (eeprom) file. A device history record evaluation was performed for the finished device batch number, and internal actions were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. Additionally, based on the verification of the lot # being 00001414, this resulted in a product code change. As such, the following updates have also been processed: d1. Brand name updated from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small d4. Catalog updated from d138502 to d138501 d4. Lot updated to 00001414 d4. Expiration date updated to 8/10/2021 d4. Unique identifier( UDI) updated from (B)(4) to (B)(4) h4. Device manufacture date updated to 8/10/2020 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the set-up phase, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became loose when preparing the sheath on the table. The sheath was not used on the patient. A new sheath was opened, and the procedure was successfully continued without incident. Additional information received indicated the valve looked like it had become detached and could be ¿pushed on¿ into sheath, but it didn¿t look like it had broken into two pieces.